Manufacturer narrative:
E1-phone: (B)(6). H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During ureteral stone surgery, the introducer sheath of a flexor ureteral access sheath and dilators was inserted according to the procedure, and it was found that the inner core of the sheath was not easy to pass through the guidewire. The sheath was replaced, and the procedure was continued. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4 UDI. Investigation evaluation: during ureteral stone surgery, the introducer sheath of a flexor ureteral access sheath and dilators was inserted according to the procedure, and it was found that the inner core of the sheath was not easy to pass through the guidewire. The sheath was replaced, and the procedure was continued. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. After reviewing the preliminary device failure analysis, the outer sheath was observed to be blocked at distal end of white hub by an unknown material which is hypothesized be the inner lining of the sheath making this event reportable. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) and a functional test of the returned device, were conducted during the investigation. The complaint device was returned to cook for investigation. The outer sheath was observed to be blocked at distal end of the white hub by an unknown material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformance's related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU did not provide any information related to the reported issue. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The returned device was found to have material blocking the inside diameter (ID) of the sheath. The material was likely the inner liner of the sheath that had peeled off. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information was inadvertently omitted in the previous report. After reviewing the preliminary device failure analysis, the outer sheath was observed to be blocked at distal end of white hub by an unknown material which is hypothesized be the inner lining of the sheath making this event reportable.

Manufacturer narrative:
Correction: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.